Event description:
It has been reported to philips that there is no image on the display. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field safety engineer (fse) inspected the system onsite and found the issue with video signals to flexvision pc because of software issue. Review of system log files showed that no malfunction with the system. The customer restarted the system which resolved the issue by the time fse reach onsite. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.